Event description:
Clinical study. Same case as 2134265-2009-05771. It was reported that following a coronary artery stenting procedure, the patient expired. The target lesion was located in the left posterior descending artery (l-pda) with 90% stenosis and was 28 mm long with a reference vessel diameter of 2.25mm. The physician treated the lesion with pre-dilatation and placement of two (2.25x32 mm and 2.25x12 mm) taxus liberte atom study stents (the entire area of disease was not adequately covered by the first stent), with 0% residual stenosis. The patient had a non-target lesion located in the ramus treated with balloon angioplasty during the index procedure. The patient was discharged 5 days later on protocol doses of plavix and aspirin. At 1475 days, after the index procedure, the site learned that the patient expired. At this time the site is awaiting death certificate for cause of death and date. No further information is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.